Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The door not fully latched alarm was confirmed and reproduced. Further eval found that the force required to secure the pump door with a loaded IV set was above expected levels, due to cracked threaded insert bosses and raised threaded inserts, causing separation between front case and mechanical assembly. The front case assembly was replaced.

Event description:
During baxter's functional testing, a spectrum pump alarmed door not fully latched. There was no pt involvement.